Event description:
The customer contact reported that the power supply of the pump was burning up. The gemstar pump was returned to the biomedical department from the labor and delivery unit with a report from the nurse that prior to patient use, the power supply of the pump was burning up and was hot to touch. The customer contact reported that the gemstar pump would not power on with the power cord. The power cord was replaced but the pump still would not power on. There was no patient involvement and no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. Since the device was not returned to hospira for testing and investigation, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.